Event description:
Additional information was received; it was reported during neuro surgery the tips of seven screws fractured during insertion. It is unknown how the tips were removed, however it was confirmed no broken parts were left in the patient. In regards to the surgical technique not being followed, the distributor stated this was a mistake when completing the complaint form.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The product identities could not be confirmed due to the parts not being returned. The complaint is that molly xie with centermed reported the screws fractured during surgery. The seven (7) 1.5x5mm ht sd x-dr scr 5-pk (part# 95-6105, lot# 598420) were not returned for investigation, therefore, visual evaluation and functional testing on the screws could not be conducted. No photos of the fractured screws were provided. The instructions for use (IFU) for these screws states in the section titled 'bone screws': incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. The device history record (DHR) for these screws was reviewed, no non-conformances were found. There are no indications of manufacturing defects. For these reasons, the complaint is non-verifiable. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screws fractured during surgery. The procedure was completed with another screw of the same size. It is stated the surgical technique was not followed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.